Event description:
The pt reportedly experienced a decreased in battery life and elected to proceed with revision surgery for a technology upgrade. Advanced bionics is in the process of gathering more info. Once additional info is received a supplemental report will be submitted. Revision surgery has been scheduled.